Event description:
It was reported that implantable cardioverter defibrillator (ICD) is not working properly. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.